Event description:
Distributor contacted dexcom technical support on (B)(6) 2015, to report an inaccuracy between the continuous glucose monitoring (cgm) system and the blood glucose (bg) meter on (B)(6) 2015. Patient is less than 2 years old. Distributor did not report injury or medical intervention.

Manufacturer narrative:
(B)(4). The complaint device was not returned for evaluation and data was not provided; therefore, the reported complaint of inaccuracies cannot be confirmed. It was reported that continuous glucose monitoring (cgm) device is being used on patient under 2 years of age. It should be noted that the safety information for the animas® vibe[?] Insulin pump and cgm system states: "do not use the dexcom g4 platinum sensor and transmitter if you are under the age of 18...". However, a root cause for the reported inaccuracy cannot be determined.